Manufacturer narrative:
(B)(6). Section g4: the rt206 adult ventilator circuit is not sold in the USA but is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Section h11: method: the subject rt206 adult ventilator circuit was not returned to fisher & paykel (f&p) healthcare for evaluation as it had been destroyed by the healthcare facility. Our investigation is based on the information and photographs provided by the healthcare facility, and our knowledge of the product. Results: a review of the provided photographs confirmed the presence of a ventilator leak alarm. Conclusion: based on the information provided by the healthcare facility and without the return of the subject device, we are unable to determine the cause of the reported issue. As part of design validation and verification activities, all f&p healthcare products are tested to ensure they meet documented product requirements and specifications. These requirements and specifications encompass user needs, performance requirements, international product standards as well as quality system requirements. All rt206 adult ventilator circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject circuit would have met the required specifications at the time of production. The user instructions that accompany the rt206 adult ventilator circuit state the following: check all connections are tight before use. Visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times.

Event description:
A healthcare facility in china reported that an rt206 adult ventilator circuit failed the pre-use ventilator leak test prior to patient use. There was no reported patient involvement.